Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The mother of a customer reported via phone call that her daughter experienced high blood glucose. Customer does not recall any significant events leading to the error but indicated that the cannula fell out of the application site on her daughter's body and had to go to urgent care. Customer's blood glucose was 468 mg/dl at the time of incident. The customer indicated that the hospital got her blood glucose down and that the insulin pump will be monitored for any issues. No further information was provided.